Event description:
Material no.: 305761 batch no.: 9178186 it was reported that with the use of the bd eclipse¿ needle there was a needle stick injury with exposure. Post exposure labs preformed for blood born pathogens. The following information was provided by the initial reporter: a needle stick with an exposure .

Manufacturer narrative:
Additional information received. . Describe event or problem: material no.: 305761. Batch no.: 9178186. It was reported that with the use of the bd eclipse¿ needle there was a needle stick injury with exposure. Post exposure labs preformed for blood born pathogens. The following information was provided by the initial reporter: a needle stick with an exposure . B.6. Relevant tests/laboratory data: post exposure labs preformed d.1. Medical device brand name: bd eclipse¿ needle. D.2. Medical device type: fmi. D.2. Common device name:hypodermic single lumen needle. D.3. Medical device manufacturer: becton dickinson medical (singapore). D.4. Medical device catalog #: 305761. D.4. Medical device lot #: 9178186. D.4. Medical device expiration date: 2024-06-30 d.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson medical (singapore). G.5. PMA / 510(k)#: k161170. H.4. Device manufacture date: 2019-06-27 h3 other text : see section h.10.

Event description:
Material no.: 305761. Batch no.: 9178186. It was reported that with the use of the bd eclipse¿ needle there was a needle stick injury with exposure. Post exposure labs preformed for blood born pathogens. The following information was provided by the initial reporter: a needle stick with an exposure .

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that with the use of the unspecified bd¿ eclipse needle there was a needle stick injury with exposure. The following information was provided by the initial reporter: a needle stick with an exposure.